Manufacturer narrative:
A lot history review (lhr) of reay1064 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the product meets specification. One 5 fr dual lumen groshong catheter with a stylet and t-lock assembly inserted was returned for evaluation. An initial visual observation showed the orange hang tag was still the stylet. No obvious signs of use were observed on the sample. Approximately 1.5 cm of the stylet was observed to protrude out of the t-lock. Both lumens of the catheter were flushed, aspirated, and pressurized with a 12 ml syringe. The catheter was found to be patent to infusion and aspiration and no leaks were observed. Both the distal and proximal valves were measured and found to be within specification. The product IFU describes the product features including the groshong valve and states: ¿the groshong catheter incorporates the patented, 3-position, pressure-sensitive groshong valve. The valve is located near the rounded, closed, radiopaque catheter tip and allows fluid infusion and blood aspiration. ¿ negative pressure (vacuum) will cause the valve to open inward, allowing blood aspiration. Positive pressure into the catheter (gravity, pump, syringe) will open the valve outward, allowing fluid infusion.¿ also ¿groshong nxt dual-lumen catheters have groshong valves which are rotated and staggered, allowing the simultaneous infusion of incompatible drugs.¿

Event description:
It was reported that during priming the device with saline solution, when applying the positive pressure to the one lumen (marked distal) of the device, the saline solution scattered from the slit of the catheter. And when applying the negative pressure to the said lumen, air was aspirated and could not removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reay1064 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during priming the device with saline solution, when applying the positive pressure to the one lumen (marked distal) of the device, the saline solution scattered from the slit of the catheter. And when applying the negative pressure to the said lumen, air was aspirated and could not removed.